Manufacturer narrative:
Due to character limitation, below field are added from e1- event site city : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient care, the cardiosave intra-aortic balloon pump (iabp)experienced issues with filling the gas reservoir, resulting in a failure to initiate proper filling. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was not dispatched to evaluate the unit. The customer tried to troubleshoot the issue by pulled out the extender helium tubing and put the tubing back into the safety disk. Despite good faith efforts (gfes), no information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.